Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument displayed small charrs of what appeared to be metal on opening it prior to procedure. Evaluation of the returned instrument found the threaded tip damaged.

Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint for black specks. A depuy warsaw metallurgist examined the threaded tip and found deformation of the top thread; no threads were found missing or fractured. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. The date code j0510 indicates the instrument was manufactured in may of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.